Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 37 mg/dl and current blood glucose value was 150 mg/dl. Customer treated with food. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was inactive at the time of event. The customer reported that they were going to give themselves the insulin but the insulin pump shut off. There was communication issue between glucometer and insulin pump. Troubleshooting was performed for low blood glucose. The customer also reported an incident of high blood glucose in range of 300 mg/dl which was treated with insulin pump. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 4.11e. Retainer ring = black. Customer returned pump for alleged high and low bgs and no com pump to meter-unresolved found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, sleep current, active current, dat at (B)(4) inches, and p-cap locks properly into the reservoir compartment. No, no delivery alarms noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm was not found in the history files and traces on event date of (B)(6) 2022. Pump had multiple unsuccessful tries with different meters to pair with test accu check bg meter. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, damaged display window cover, cracked case, battery tube threads - cracked, and cracked reservoir tube lip. Pump passed full function test, however pump had a device deficiency due to no com to meter. No com pump to meter-unresolved confirmed, problem isolated to pcba 2. Unable to verify high and low bgs per customer complaints. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.